Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had motor encoder position error. Customer¿s blood glucose was 263mg/dl at time of incident which was high and treated with manual injection. Customer states that drive support was normal. Customer advised to discontinue use of insulin pump and revert to back up plan as per hcp¿s instructions. Customer declined troubleshoot for high blood glucose. Insulin pump will be return for analysis.

Manufacturer narrative:
Unit passed rewind test, basic occlusion test, prime/compromised force sensor system test and displacement test. However, unit was received stuck in the motor error loop during bolus/basal delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had minor scratched lcd window, cracked reservoir tube lip, scratched reservoir tube window and stained address/serial number label.